Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by calling cts for immediate troubleshooting. Technical support provided pump reset information, assisted with resetting the pump, and verified that the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any malfunction code recurred, acknowledging and understanding the guidance provided.